Event description:
It is reported that a customer was treated by ems for low blood glucose. Glucose at the time of admission was 98 mg/dl. The customer had passed after diner. It is unknown what caused the low blood glucose but the customer stated that she had issues with the sensor and no delivery alerts from her insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.